Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device eval: two swg's were returned for eval. The first swg had multiple bends and kinks along its length and was unraveled at the proximal end. The core wire was found broken adjacent to the proximal weld. The second swg had multiple bends along its length and was unraveled at the distal end. The core wire was found broken adjacent to the distal weld. Discoloration at the broken ends of both core wires was consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the areas of the breaks. Based upon the measured lengths of the broken core wires, no pieces appeared to be missing. The diameter of both swg's were measured and were within specification. Instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the wire. Through visual inspection both samples were found to be unraveled. No manufacturing defects were found during this investigation. Based on these circumstances, the potential cause of this issue is procedure/pt anatomy related.

Event description:
It was reported that the procedure was being performed on a pt presenting with necrotizing fascitis. They attempted to insert the spring wire guide (swg) into the pts' infraclavicular area and the swg kinked during insertion. As a result, a second kit was opened and the swg kinked. A third kit was opened and used successfully. There was no delay in treatment and no pt complications were reported.